Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump was blank and completely non-functional. The patient's blood glucose was in the mid 300 mg/dl range. Troubleshooting did not occur. The insulin pump was not returned for analysis.